Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving an unknown concentration of fentanyl at 51.46 mcg/day, an unknown concentration of bupivacaine at 1.2866 mg/day, and an unknown concentration of dilaudid at 3.860 mg/day via an implantable pump for spinal pain. It was reported that the patient had been experiencing an increase in pain in his back since around (B)(6) 2018. Usually when the patient would go for a refill, the healthcare professional (hcp) would take out 3-9 cc of medication, however at a refill on (B)(6) 2018, the hcp removed 16 cc. It was later reported that no device issue was found. The pump was refilled without incident and the pain was resolved. Additional information was received from a healthcare professional (hcp). It was stated that there may be an issue with the patient¿s device since more drug was removed out of the pump than the record required. No interventions were taken and the hcp was to re-evaluate over the next month or two. So far, the patient was comfortable. No further issues were reported or anticipated.